Manufacturer narrative:
The agent reported revidion for fracture. Complaint has been evaluated and is similar to report number 1644408-2023-00409; 346-14-709, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to patient had femoral fracture.